Event description:
According to the complaint, on b)(6) 2023, when the operator tried to vent air from blood sample in the safepico aspirator using vtc, he felt the plunger was stiff, but pushed the plunger anyway. Then blood spouted from the tip of the vtc, and the operator was exposed to the blood on his face. The operator underwent a blood test, and fortunately no infection has been confirmed at this time. It was confirmed that the operator was exposed to the blood on only his skin and clothes, not on mucous membranes such as eyes and mouth.

Manufacturer narrative:
During investigation it was found that the device was either: lot nq25 - (B)(4), date of manufacturer = 27feb2023 or lot nq26 - (B)(4), date of manufacturer = 28feb2023 radiometer investigations have determined the root cause to be unknown. All reference samples from both probable lot numbers were found to meet the specifications.